Manufacturer narrative:
No product samples, photographs, or videos were provided for investigation. A review of the device history records indicated no manufacturing observations that would suggest the occurrence of such an issue for this product lot. Additionally, an evaluation of the lot history revealed no other customer complaints associated with the reported lot number. The reported issue could not be confirmed through the investigation. In the absence of the returned used sample, a thorough failure analysis cannot be conducted, and therefore the root cause could not be determined.

Event description:
On (B)(6) 2026, the suction-type tracheostomy tube along with its accessories was replaced, and no abnormalities were observed at that time. At approximately, the patient¿s oxygen saturation dropped to around 92%, accompanied by mild cyanosis of the lips. Immediate suctioning was performed; however, there was no improvement, and the oxygen saturation remained at approximately 92%. Upon thorough assessment of the suction tracheostomy tube and its components, an air leak in the cuff was identified. The nurse promptly informed the physician, and the tracheostomy tube with its accessories was replaced with a new suction-type set. Following the replacement, the patient¿s oxygen saturation gradually improved and returned to normal levels, reaching 96%¿99%.